Event description:
A healthcare facility in minnesota reported that an mr290v vented autofeed humidification chamber provided with a rt329 infant continuous flow circuit single heated with mr290 autofeed chamber and pressure relief valve was found with a small hole in the chamber base during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received from the healthcare facility. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the photographs and information provided by the healthcare facility and our knowledge of the product. Results: review of the photographs confirmed presence of several holes in the base of the mr290 humidification chamber. Conclusion: without the return of the device, we are unable to confirm the cause of the reported holes. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt329 breathing circuit state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.